Manufacturer narrative:
Date of event the exact date of the event is unknown. Investigation summary: with the available information boston scientific concluded that the reported fiber overheated was confirmed as helium-neon (he-ne) functional testing observed a break in the fiber body near the distal tip. It is probable that the fiber break occurred due to excessive manipulation or bending of the fiber as it was advancing in the scope. The interaction between the user and device, caused or contributed to the observed fiber damage. The instructions for use caution against bending the fiber at sharp angles to avoid damage to the fiber. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap exhibited severe devitrification at output window. The metal cap exhibited severe debris adhesion on its surface, indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted observed the aiming beam at the break location. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: based on the information available, a probable cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber connector displayed an overheating error message. The procedure was completed with a second fiber without clinical consequences to the patient. The fiber was returned, and the analysis identified a fiber body break near the control knob and distal end of the fiber.